Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl. The pod was reportedly leaking while worn for between 5 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. The pod was discarded by the patient.